Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.

Event description:
Caller reported that, based upon an advantage system result of 45 mg/dl, he gave the customer an unknown dose of an unknown insulin in the mistaken belief that this was the appropriate treatment for hypoglycemia. The customer died in his sleep that night, (B) (6) 2010. There is no evidence of any meter malfunction, no indication system performing outside specifications. A request was made for the return of the system, and a replacement was sent.

Manufacturer narrative:
Submitted as death on (B) (6) 2010, is being corrected to other serious (important medical events). Consult with a physician specialist reinforces the fact that there is no evidence of a meter system malfunction in this report and no reason to postulate such. The meter system result values reported were consistent with the customer's clinical state; the system did not cause or contribute to the customer's death.